Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was 200 mg/dl. The customer reported that the pump had a red x and an arrow pointing to the book. The customer stated that there was no error code and he could not get out of the screen. The customer stated that critical pump error displayed on the screen. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and pump error 40 alarms were found in the formatted history and long trace files due to software error. We were unable to perform the self- test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump was also received with scratched case and pillowing keypad overlay.